Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): a mixed bag with noradrenaline, totally 100 ml is connected at 21:00 pm. At 01:30 am, the staff discovered that the infusion bag is almost empty. It should have been more than 75 ml left in the bag with the used doses. The staff takes a new aggregate and another volume pump. When dismantling the old aggregate the tube that has been connected to the pump, is totally twisted. The log files are attached.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). The device is currently on shipping from (B)(6) to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.